Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the l connector c90j experienced foreign matter contamination which was noted after use. The following information was provided by the initial reporter: when preparing avastin with p50 and n35, coring occurred. Chugai pharmaceutical co., conducted investigation and the result was coring from the membrane.

Manufacturer narrative:
H.6. Investigation summary: one sample connector attached to a infusion bag was returned to our quality team for investigation. The product returned was inspected, no issues were noted, and no foreign matter was identified. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see section h.10.

Event description:
It was reported that the l connector c90j experienced foreign matter contamination which was noted after use. The following information was provided by the initial reporter: when preparing avastin with p50 and n35, coring occurred. Chugai pharmaceutical co., conducted investigation and the result was coring from the membrane.